Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield spine table adaptor metal (a2600m) was returned for evaluation. The reported complaint was confirmed from the evaluation. The shock cushion has moved and the handle is out of adjustment. Evaluation showed that the shock cushion and the 6in transitional teeth are worn teeth on the starburst. The unit needs repair, and replacement of worn/damaged parts. General maintenance and cleaning required no further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the gold handle on mayfield spine table adaptor metal (a2600m) does not securely lock. When closed, patient's head still moves. No patient injury or surgical delay has been reported.